Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative. It was reported that there was discomfort while charging and that the implantable neurostimulator was too hot. The patient feels burning pain under their skin only after recharging for about 10-15 minutes. It was described as a nerve burning pain and he hasn¿t seen any error messages on the implantable neurostimulator recharger. The sensation occurs with and without clothing in between the antenna and whether they are using sticky pads or not. The patient is charging over some kind of brace and was having connection issues, but without the brace, they were able to connect fine. The patient tried going past their comfort level of the 10-15 minutes, but the sensation got pretty painful and they had to stop and the sensation went away after about 30 minutes. There was no sign of skin irritation or any issue at the implantable neurostimulator site. The manufacturer representative had previously seen the patient for a post-operative appointment and everything looked normal at that time. It was reviewed how to decrease recharging discomfort by loosening the belt, not lying or sitting on the antenna, placing a thin garment between the antenna and the skin, and charging for shorter periods of time. The patient was redirected to the health care provider if the issues continue or don¿t improve. This had been occurring since implant. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had the implant turned on the week prior to (B)(6) 2017, and he was having issues where 15 minutes after he would start charging he experienced pretty bad pain down beneath his skin at the implant site where he was charging. It stung and stopped him from charging very long. It got really painful after a while. The patient confirmed that this only happened while he was charging, and it happened whether he had the implant on or off during charging. The patient stated that it almost felt like it was hot and it felt like stinging. It was not pressure, but almost like a burning sensation. The sensation stayed and he had to stop charging after like half an hour. The patient was redirected to follow-up with a healthcare professional to address the reported issue. Adhesive discs were ordered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(6) serial# (B)(4) implanted: (B)(4) 2017: product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2017: product type lead product ID (B)(4) serial# (B)(4): product type recharger fdds for leads: (B)(4) and (B)(4) fdp for leads: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They reported that since implant the patient has had an out of normal amount of heat in the ins pocket. Around (B)(6) 2017 the patient's recharger had been replaced due to the heat they were experiencing. An ins replacement ended up taking place on (B)(6) 2017 due to the heating issue; the ins was replaced with a competitor's ins. During the replacement surgery the competitor's rep informed the doctor that the lead going to the patient's cervical vertebra (c2) was bad; all electrodes and impedances were out. The lead was left in and connected to the replacement ins. The patient ended up with adequate coverage despite the lead being non-functional. The ins will be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-04-20. The hcp reported that they instructed the patient to limit exposure time to recharger ¿ try to buffer space between the device and recharger if possible to resolve the pain, stinging and burning while recharging. The hcp reported that the cause had not been determined and manufacturer¿s representative (rep) was scheduled to meet with the patient on (B)(6) 2017. No further complications anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found the battery capacity was reduced due to overdischarge. Product analysis #701720354:analysis information (B)(4) 2017 14:43:23 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to overdischarge{s}.include if found in analysis] the ins had no telemetry and no output when it was received for analysis. A normal recharge started after {x} physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs. After {1} physican mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {1} overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined that no telemetry was observed with an n'vision clinician programmer. Due to the reported complaint, a heat test of the ins was performed to determine if the ins generated any heat while recharging. {a heat test was performed with the explanted ins and control device; no anomalies were observed.} {for heat testing results and process see the an_heat test report and an_heat test process, located in the attachments.} continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead product ID 97754 lot# serial# (B)(6) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.